Event description:
The device was used as infusion port. Reportedly, the instrument was leaking at the septum. The surgeon replaced it with a new delivery system. The hosp reported that the pt's status is satisfactory.